Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the monitor does not power up due to a faulty g1 circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the monitor was not switching on and the power indicator light was not lighting up. This issue was found during general maintenance and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the power cannot be turned on due a power supply printed circuit board failure. Olympus will continue to monitor field performance for this device.